Event description:
The user facility reported that the distal portion of the guiding sheath became separated during withdrawal. Reportedly, the "patient had an acute angle of bifurcation" at the iliac arch and "resistance was met" as the sheath was passing back over the arch during removal. Continued attempts to withdraw the device subsequently lead to stretching and partial separation of the plastic layers of the sheath exposing the could wire. The steel coil of the sheath remained intact until it was intentionally cut to permit removal of the distal end of the sheath via a bilateral cut down procedure. The patient's condition was reported to be "fine following the procedure.

Manufacturer narrative:
The physician confirmed during follow-up communication that event was related to the patient's vascular anatomy and there was no indication of a device malfunction or pre-existing defect. The involved device was returned and evaluated. Visual examination confirmed that the sheath had initially been stretched followed by separation of the distal portion of the sheath. Visual inspection and functional testing of reserve samples confirmed no abnormalities or defects. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and returned sample condition are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an occurence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information had been placed on file in quality assurance for appropriate tracking, trending, and follow up.